Event description:
It was reported that the patient had twiddlers syndrome and the lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received the damage found was sustained during the surgical procedure.